Event description:
This solicited device case rec'd from (B)(6) on (B)(6) 2014 from a non health care professional via pt support program. This case involves a (B)(6) pt who had water retention (knee effusion) after receiving treatment with synvisc one. No medical history, past drugs, concurrent condition and relevant concomitant medications were reported. On (B)(6) 2013, the pt rec'd treatment with synvisc one injection at a dose of 6 ml, once (batch/lot number: x1212, route of administration and expiry date: unk) into an unspecified knee for osteoarthritis. On the same day, the pt's knee was swollen due to water retention (knee effusion). The pt rec'd treatment with hydrocortisone (cortizone) for the event. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required. Rptr causality: related. Company causality: associated.